Event description:
The customer reported to beckman coulter (bec) that there was a clear fluid leak of approximately 2 ml from the triple transducer module (ttm) area while troubleshooting low latron volume channels with customer technical service (cts). The leak was contained within the instrument. The coulter lh 500 hematology analyzer was involved in this event. The customer also reported that the latron volume channels were running low for both differential and retic channels. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), consisting of a laboratory coat, gloves and protective eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes, and the operator did not seek medical attention. No erroneous results were associated with the reported event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and confirmed that there was residue of a clenz leak from the pinch valve (pv44) that occurred during shutdown of the instrument. However, the fse performed multiple startup and shutdown cycles and could not reproduce a leak. The fse replaced the tubing and inspected the pinch valve for damages. No further leaks were observed following the tube replacement. The fse traced the residue to pv44, changed the tubing and inspected the pinch valve. Volume ran low on latron, and the fse changed the pak reagent and primed, and then under the vcs* calibration adjusted the latron volume. The subsequent lantron startup pressure failed. The fse discovered the system pressure was too high, and adjusted the pressure to 60 psi. The fse then ran a startup, primer, latron and controls and all results passed. The analyzer performance was verified. Failure mode was related to the tubing at pinch valve pv44 which caused the reported leak. (B)(4). *vcs measurements: v-volume, c-conductivity, s-light scatter. Total of 3 mdrs are being submitted for the events occurred on this instrument. 1061932-2013-00995, 1061932-2013-00996, 1061932-2013-00997.